Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: device history record (DHR) review summary: a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition with no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. Investigation unable to duplicate customer reported problem. However, the reported error found in ehl. According to the investigation the pump battery caused the reported issue. The pump battery is 10 years old, and super cap post error is caused by depleted battery. Investigator replaced the pump battery and performed power up and self-test process. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited system failure super cap error. No adverse effects reported.